Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured january 30, 2015 ¿ january 31, 2015. The device was received for evaluation with approximately 110 ml of fluid in the reservoir. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test and a flow rate test were performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor flowed at the start of infusion and then stopped. The device was filled with furosemide. There was no patient injury or medical intervention associated with this event. No additional information is available.